Manufacturer narrative:
Citation: tzeng yh et al. Performance and short-term outcomes of three different tavr devices in patients with aortic stenosis: a single-center experience. J chin med assoc. 2019 sep 6. Doi: 10.1097/jcma.0000000000000187. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the performance and clinical outcomes of three different transcatheter aortic valve replacement devices. Clinical outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were retrospectively collected from a single center between march 2013 and august 2017. The study population included 231 patients (predominantly female; mean age 79 years), 112 were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all corevalve patients, the all-cause and cardiac mortality rates within 6 months post implant were: 10% and 3%, respectively. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve patients, adverse events included: new permanent pacemaker implantation due to complete atrioventricular block, second valve implanted due to embolization/migration or malposition of the initial valve, moderate-severe paravalvular leak, moderate-severe aortic regurgitation, transvalvular pressure gradients greater than 20 mm hg, deep implant, annulus rupture, coronary obstruction, new onset left bundle branch block, emergent cardiopulmonary bypass/extracorporeal membrane oxygenation support, stroke, life-threatening or major bleeding, and major vascular access complications (no interventions were reported). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Additional information received from the physician/author also provided the mean weight of the patient population: - added mean patient weight (B)(6). If information is provided in the future, a supplemental report will be issued.